Event description:
It was reported that the patient had the artificial urinary sphincter cuff component removed due to recurring incontinence from fluid loss in the cuff. A new artificial urinary sphincter 3.5 cm cuff was implanted. Additional information received indicated the cuff was leaking due to a puncture. The outcome was good as the patient was dry again.

Manufacturer narrative:
Device evaluation the complaint component was returned and analyzed. The reported allegation of cuff leak was confirmed via product analysis. No escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient had the artificial urinary sphincter cuff component removed due to recurring incontinence from fluid loss in the cuff. A new artificial urinary sphincter 3.5 cm cuff was implanted.